Manufacturer narrative:
This report is submitted on aug 11, 2021.

Manufacturer narrative:
This report is submitted on 05 april 2021.

Event description:
Per the clinic, the device was explanted due to pain on (B)(6) 2021. The patient has not been reimplanted with a new device as of this report on (B)(6) 2021.